Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has been experiencing blood glucose reading ni the 400 mg/dl range. Troubleshooting was performed nad the drive support cap and all settings appeared to be normal. Customer's blood glucose reading at the time of the call were 236 mg/dl and have treated with a manual injection. No further information reported.